Event description:
Product complication: stent was deployed in an unintended site: time of complicationl during the procedure in 2005; symptoms: none. It was reported that after mapping the stent's position in a tortuous ica the stent was found to be deployed significantly higher than its position was mapped. A second stent was deployed overlapping a previously deployed stent. No additional information was available.